Event description:
The pt was implanted with biventricular support (pvad lvad and pvad rvad). It was reported by the vad coordinator that the pt is experiencing an infection (pseudomonas bacteremia) and is being treated with antibiotics.

Manufacturer narrative:
The pvad lvad remains in use supporting the pt. (Reference MFR report # 0002916596-2013-00564 for pvad rvad.) No further info is available at the time. A supplemental report will be submitted when the MFR's investigation is completed.